Event description:
22 gauge right forearm IV access infiltrated approximately 100cc of IV contrast during CT abdomen/pelvis scan. A new 20 gauge IV access was obtained in the right wrist and the scan was completed.